Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire fracture occurred. The lesion was located in an unspecified coronary artery. The physician advanced the 185cm kinetix guide wire and non-bsc guide wire through the left main in a double wire technique. As the kinetix guide wire was being withdrawn through the struts of a previously placed stent and into the guide catheter, resistance was encountered. The physician noted that the distal tip of the kinetix guide wire detached inside of the guide catheter. A retrieval sheath was used to retrieve the detached kinetix guide wire fragment which completed the procedure. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).